Event description:
The device was used during a v.a.t.s. Procedure. The "cartridge fell into pt." The surgeon delt with the situation by changing cartridge or instrument. There was no consequence to the pt.